Manufacturer narrative:
B5; additional information received : per the author, there was no definite type ib endoleak recognized in the pre-op cta. The talent graft was in place in the cia but with poor sealing zone. The idea of putting non mdt limbs to extend the sealing zone was decided, because during open repair, when the aneurysm sac was opened , and the thrombus was removed, there would be a high chance that the limbs will be dislocated and then it would be impossible to preserve the endograft. It was said the fistula is an inflammation process between the aneurysm sac wall and enteric bowel. It can be related to an endograft if it is contaminated. As any foreign body implant, in case of inflammation it is difficult to be "sterilized" again. This can happen to any foreign body either endograft or dacron or ptfe in case of open repair. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft was implanted in the endovascular treatment of a ruptured aaa. Six years later due to migration and a type ia endoleak, a endurant stent graft was implanted. Post-operatively on an unknown date, the patient presented with a 15 day history of mild lumbar pain and episodes of fever. The patients blood tests on admission showed abnormal inflammation markers (wbc 10,7 103 /l, neutrophiles 82.3%, crp 223 u/l) and renal impairment (cr. 2.26 mg/dl). The patients cta revealed a 14.4 cm infrarenal aaa with ib endoleak from the left iliac limb, air in the aortic sac, and signs of c ommunication between the duodenum and aortic sac. It was noted the CT scan 8 months prior of the onset of his symptoms although with no contrast due to the patients renal impairment, did not reveal any signs of a aortoenteric fistula. An open repair maintaining the stent graft was decided, however prior to that, under local anesthesia and bilateral common femoral approach, two non mdt limbs were deployed, treating the endoleak and securing the distal graft fixation. The following day, the patient underwent open repair. The aortoenteric fistula (aef) was dissected with primary closure of the duodenum and the aortic sac was opened. Fixating sutures where placed between the graft and the aortic neck and omentum was placed inside the aortic sac which was partially closed. The patent was transferred to a normal surgical unit post the repair where they had a normal post-operative course. However, on the 9th postoperative day the patient suffered an acute episode of respiratory distress which led to respiratory and cardiac arrest. The patient was resuscitated, intubated and transferred to ICU. A CT thorax abdomen scan and bronchoscopy was performed which led to diagnosis of aspiration pneumonia. The patient passed away on the 27th post-op day in itu with no signs of peritonitis or complications related to the aneurysm.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endograft preservation during aortoenteric fistula management after evar giagtzidis I, grigoriou I,giriki d, kosmidou a, karkos c, nikolaos a, papazoglou k hellenic journal of vascular and endovascular surgery / volume 2 - issue 3 - 2020 https://www.heljves.com/2021-issue-2/ 6.a implant year valid only medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.